Manufacturer narrative:
Initial report sent to FDA on 05/27/2008

Event description:
Procedure: pneumo-resection. According to the reporter: the loading unit bent when the stapler was applied. The jaws did not close correctly on tissue and staples where not correctly formed. This loading unit was changed with a new one with the same lot number and applied with the same results. A third loading unit was used, with a different lot number, and the result was ok. The application was on pulmonary parenchyma. No injuries were reported from the pt at the end of surgery. An unspecified amount of bleeding occurred. Surgery time was extended approx 40 mins.